Manufacturer narrative:
The user facility indicated that the sensor did not malfunction. The user facility did not make the sensor available for eval despite requests for return of the product. The serial number was provided. The device history records (DHR) were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This device met all release criteria. Info was made available to masimo that the care provider misidentified the cable/sensor with the chest tube.

Event description:
It was reported that "nurse attending to neonate noted that she had confused the chest tube with the pulse oximetry sensor cable, since they both looked the same. Nurse was concerned she could have tugged on the chest tube, pulling it out of position, thinking that it was the pulse oximetry sensor cable."